Event description:
It was reported that a system error (se) 2240 alarm (air in set) occurred on the homechoice (hc) device during use. The home patient (hp) reported having an open clamp on an unused line. The tsr instructed the hp to cycle the power on the hc to clear the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, a clamp being left open on unused lines is a known cause of this issue. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.